Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site state). Corrected data: d1 (serial).

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient cardiosave intra-aortic balloon pump (iabp) had multiple gas loss alarms, catheter restriction alarms, and then gave multiple gas gain alarms all within a 2-hour period. Per i.f.u. Changed to another pump without issue. No patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d9, h6 (medical device problem code). A getinge field service engineer (fse) states customer did not request any service. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
Na.